Manufacturer narrative:
(B)(4). The device history record (DHR) for the instruments in question, was reviewed and found complete without any irregularities. The returned instrument was evaluated and found that the jaws are aligned properly and that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to validate the alleged complaint since we were unable to replicate the alleged condition. No corrective action required at this time.

Event description:
Alleged event: during a thoracic operation it was hard to take the clip out and clips cannot be closed closely; then they checked the jaw, found the jaw was not in line. The patient's condition was reported as fine.

Event description:
Alleged event: during a thoracic operation it was hard to take the clip out and clips cannot be closed closely; then they checked the jaw, found the jaw was not in line. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.